Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer reported a high blood glucose (bg) level of 559 mg/dl. Customer did not know the cause of their high bg and corrected it with a bolus via pump, immediately after which the malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy.